Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was slow to reboot and tsms are black, no display. Based on the limited information available, the host-pc was causing the slow reboot of system. Fse advised to replaced host pc. The issue reoccurred again in another case, fse replaced host pc in that case and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system is slow to reboot. The device was outside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.